Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 1 false positive sars result (unknown if symptomatic or asymptomatic). Customer communicated result was confirmed negative by pcr.